Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, right ventricular (rv) lead dislodgement was observed and resulted in inappropriately delivered shocks to the patient. The suspected cause of the rv lead dislodgement was patient movement. The rv lead was explanted and replaced to resolve the event. The patient was stable.